Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, on the second or third firing, the device fired halfway and then locked. A second like device was used, with the same result, but on the first firing. The procedure was completed with a third like device. There was no pt consequence.